Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was seen by a physician due to concerns of the leads eroding through the lead incision and the skin. In addition, the patient's ipg was unable to communicate with external devices. A manufacturer representative was unable to troubleshoot to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issues.